Manufacturer narrative:
H.6. Investigation: one physical sample along with multiple photos provided to our quality team for investigation. Through visual inspection, a particle was observed over the plunger. Using magnification, the sample was identified to be a polypropylene particle. A device history review was performed for the reported lot 2008015, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: one of the syringes has a foreign body.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter fax#:(B)(6) a device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that syringe 50ml ll had foreign matter. The following information was provided by the initial reporter: one of the syringes has a foreign body.